Event description:
Four low speed treatments were performed on the mid right coronary artery to ostium artery using a diamondback 360 coronary orbital atherectomy device (oad). Following, the patient was experiencing chest pain. The oad was removed. Angiographic imaging revealed a non-flow limiting dissection. Intravascular lithotripsy and stent placement were performed. The patient was stable and admitted to the critical care unit for observation. The patient was discharged.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a vascular dissection and pain are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).